Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device was noted to have a ¿minor crack; a piece was found in the bottom of the tray¿ prior to use/no patient involved. The product visual evaluation noted significant signs of wear/usage with the reported crack which supports the complaint. Based on the information provided, there was no surgical delay or patient injury as the procedure was completed with a backup device; therefore, no further medical assessment is warranted at this time. A visual inspection confirmed the journey tibial impl impactor is cracked. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that before the case began, it was noticed the impactor had a crack in it. Used a s&n backup impactor for the case. There was no delay in the case.